Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based n the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right atrial lead exhibited noise, loss of sensing and capture and impedances less than 100 ohms. It was determined that the observations were a result of clavicular crush. The patient underwent a revision procedure and this product was surgically capped and abandoned as the lead was unable to be removed due to scarring. No further complications were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.